Event description:
On (B)(6) 2012, the reporter contacted animas alleging that about 2 weeks ago the arrow buttons began giving delayed responses, also that the ok button is wiggling and must be pressed multiple times for a response. Today all buttons stopped working completely. Reported is using pump for basal but bolusing with injections. The pump is worn under a garment and wiped with a dry towel. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.